Event description:
It was reported that at the patient¿s follow-up visit the battery longevity displayed ¿replace pacemaker¿. The device is still in use, however, the patient is scheduled for a pacemaker replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.